Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with (B)(6) (guide system), is related to case with (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 17.0 mmol/l (guide system) and 6.2 mmol/l (aviva system). No adverse event reported. The test strip lot number was not provided for the aviva system. Return of the suspect device was requested for evaluation.